Event description:
During a pci procedure, the balloon of the quantum maverick monorail ptca catheter balloon ruptured at 12 atms of the fifth inflation. The lesion being treated was a 75% stenotic lesion in the mid right coronary artery (rca). The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.